Event description:
It was reported that the right atrial (ra) lead was attempted but not used due to difficulty extracting the helix. The physician needed to do a lot of turns and decided to implant a new lead. It was further reported that the physician opened the packaging of the right ventricular (rv) lead but did not use the lead. The physician noted that the electrode of the defibrillation lead was twisted. The physician implanted a new defibrillation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however there was blood on a defibrillation conductor and it was not obstructed, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.